Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was black. The field service engineer fse rebooted the system to restore proper operation, verified all electronic drawer connections, ensured the power cable was securely seated, and checked all in one aio touchscreen movement for normal connectivity. The fse then monitored the station to confirm normal functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was continuously rebooting and stuck in a loop. There were no delay, no adverse events or injuries reported based on this event.